Event description:
A surgeon alleged that a patient's precice nail appeared to have had stopped lengthening after achieving approximately one (1) centimeter of length.

Manufacturer narrative:
The patient's left precice nail was removed and replaced with a new precice nail, without incident. To date, the patient is doing fine and no negative outcomes have been reported. A DHR review for both of the devices revealed that there were no deviations from the manufacturing process and that they were released within specifications.